Manufacturer narrative:
H.6. Investigation summary: it was reported there were some black specks inside the syringe. To aid in the investigation, fifteen samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed and there are black specks of ink adhered to the bottom web. The photo provided shows one of the samples received. No other defects or imperfections were observed. This defect could occur if the printer heads malfunctioned spilling ink on the bottom web. During sterilization, the ink adhered to the packaging. A device history record review was completed for provided material number 309653, lot 2362111. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 15 bd luer-lok¿ tip syringes had black flecks inside them. The following information was provided by the initial reporter: "surgery has a some of the 50ml syringes that have black flecks inside... 2. Is the defect found prior to usage or during/after use? While opening for a case. 3. Is the fm able to be removed or is it embedded in the plastic / syringe? Seems to be embedded. 4. Are you able to clarify the total quantity of defective syringes in 1 of the case? 15 total syringes were affected. 5. Was there any patient involvement? If yes, was there any adverse event or serious injury reported? Found prior to start of case/opening".